Event description:
The customer reported that the 9800 system had poor image quality then locked up with an overload fault error during a case. The 9800 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.